Manufacturer narrative:
Correction: upon review, the lead helix should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the novel lead had failed to extend. The lead was not used, and a new lead was implanted. Patient status was unknown.